Event description:
It was reported that failed accuracy +13.66% was experienced (during testing/no patient injury).

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). A manufacturing device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received or evaluation. Visual and functional testing were performed. Visual inspection found that an intact tamper seal but missing upper back label. During functional testing, the reported problem was duplicated. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. The root cause of the reported issue was found to be out of specification delivery. Replaced expulsor.